Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed four glucose tablets to address bg. Reportedly, the pump was replaced to resolve the issue and no additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.